Event description:
Boston scientific received information that the right atrial (ra) lead exhibited pacing inhibition, loss of capture, loss of sensing and high out of range impedance measurements of greater than 2000 ohms. A chest x-ray revealed that the lead was fractured at the first rib and clavicle. The patient stated that he had fallen when ice fishing and it is suspected that the lead has been fractured since then. A revision procedure was performed where the ra lead was surgically abandoned and a new lead was successfully implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.